Event description:
It was reported that the staff member wore two pairs of gloves throughout the procedure. Thirty minutes after the procedure, she experienced pain. They discovered a burn covering the entire surface of the left hand that was in contact with the device. Since the staff member got injured, the case is deemed as reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).